Manufacturer narrative:
D10 concomitant devices: ((B)(6) ) 02-010-06-0521 - tru post. Aug. Size 2, 5mm. ((B)(6) ) 02-010-06-0320 - tru cc femoral size 2 right. ((B)(6) ) 201-78-80 - 3"" trocar, hex 2pk. ((B)(6) ) 208-05-02 - cc distal fem augment sz 2, 5mm. ((B)(6) ) 201-78-80 - 3"" trocar, hex 2pk. ((B)(6) ) 208-05-02 - cc distal fem augment sz 2, 5mm . ((B)(6) ) 02-012-60-1440 - tru stem ext 14mm x 40mm. The product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 49 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D4: added expiration date. H6: corrected type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.